Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00883, 0001825034-2021-00884, 0001825034-2021-00885.

Event description:
It was reported that the patient received an initial left total knee arthroplasty. Approximately 5 years post implantation, the patient was revised for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Implant date - 2013 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. No medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient received an initial left total knee arthroplasty. Approximately 3 years post implantation, the patient was revised due to an unknown reason. Attempts have been made and no further information has been provided.